Event description:
A nurse in the or sterilization area saw a container of steris 20 sterilant which she thought was empty. She picked it up to throw it away, and contents splashed on her hand and arm. She was wearing gloves, but upon removing them she felt a burning sensation. She washed her hand and arm thoroughly with water. "In employee health center, she was seen by a physician from the burn unit who treated two very small swollen, blotchy areas on the back of the left wrist and forearm with bacitracin ointment."

Event description:
Employee reported no blistering and did not miss any time from work.

Manufacturer narrative:
This nurse returned for follow-up and the burned spots were treated with preparation h and covered with gauze. There was scabbing, but no blisters developed. The nurse was placed on light duty for about a week, after which the areas were fully healed and she returned to regular duties. This nurse had been trained within the past year on proper disposal of steris 20. She stated that this was simply an accident that occurred because she didn't realize the sterilant container was not empty.